Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation found the returned condition substantiated the reported experience. Because the plunger, suture, anterior cuff, and needles were not returned with the device, the scope of this investigation was limited. Inspection found that the posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching at the swage end of the anterior cuff. Because the original plunger was not returned with the device, during lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. Based on the investigation findings, the probable root cause for the posterior cuff miss and subsequent link break at the anterior cuff is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract as specified in the instructions for use (IFU). No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. No manufacturing or quality issue was detected.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was successfully used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.